Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. The customer experienced an elevated blood glucose value displayed as "high' on the cgm; specific values was not provided. The customer was instructed to reset the pump to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.